Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6); implanted: (B)(6) 2022; product type lead. Product ID 977a260, serial# (B)(6); implanted: (B)(6) 2023; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-feb-2026, UDI #: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 25-oct-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were in great deal of pain because they didn't know and no one told them how the controller works. Pt stated that they tried to "push it up" and the pain gets to the point where it's excruciating. Pt said they tried increasing the stimulation, but they didn't know what they were doing. Pt mentioned that both of their reps have left medtronic (mdt) and they don't have a doctor. Pt stated they tried to call the number of one of the 6 doctors that was suggested by their former rep, but they didn't get any answer. Pt initially stated that 3 weeks at least, specially the last 3-4 days, the pain went really bad, but later on the call, pt mentioned that it's been the last 3 months since they started having trouble with the device. Agent asked, pt mentioned they have been using group a for a long time and now they tried group c (intensity 6). Pt tried to increase the intensity to 6.7, but it bothers them as their legs buzz. Pt turned the intensity back to 6 and their "legs still buzz but gone down a lot." Agent reviewed the role of rep, provided nas phone number, and sent physician listings via email. Agent redirected pt to hcp and mdt rep to further address the issue.  Additional information from the patient indicated that they are unable to find a doctor to get an appointment. They are using pain patches from the drug store. The issue has not been resolved. Patient called back and repeated some information on this case patient mentioned that they have found an hcp that handles devices. Patient already did all the steps that they need to do in order to set an appointment with them. However, as per hcp that is not enough and patient have to call a rep "to initiate the situation". Patient stated that they have fallen severely several times and they are not sure if lead are all working. Patient has issue on their implant for 6 months now. Patient also mentioned not feeling the stimulation and buzzing on their legs.